Event description:
It was reported that an alert/notification settings issue occurred. Product was provided for investigation. An external visual inspection was performed and passed. Receiver boot test was performed and failed due to receiver is perpetually rebooting. An internal visual inspection was performed and failed due to water damage. Performance data was not reviewed as no data was provided for evaluation. An alert/notification settings issue was not found within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. H2 type of follow up: - additional information/ device evaluation. H3a: device evaluated by mfg- additional information. H6: additional information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.